Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by price aj, waite jc, svard u in clin orthop relat res. 2005 jun;(435):171-80. This information was originally reported on 1825034-2015-03016 which referenced a journal article written on a study that this patient took part in.

Event description:
Complaint received in journal article long-term clinical results of the medial oxford unicompartmental knee arthroplasty, a.j. Price, 2005. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to pain 2.9 years following the initial procedure. All components were removed and replaced with a total knee.